Event description:
The consumer alleges, he smelled and saw smoke emitting from the unit. No injury is alleged.

Event description:
The consumer alleges he smelled and saw smoke emitting from the unit. No injury is alleged.

Event description:
The consumer alleges he smelled and saw smoke emitting from the unit. No injury is alleged.

Manufacturer narrative:
No injury reported. Consumer alleges they saw smelled and saw smoke emitting from the unit. The facility replaced the unit. It is unknown if a humidifier was in use which the humidity would produce a mist like vapor. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed as a conservative measure.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2010-00182. The device was about 1 year old at the time of the complaint. The consumer alleges he smelled and saw smoke emitting from the unit. Product was returned, a full evaluation was conducted on the unit. The findings were: the four separate areas of damage at the same time are not typical of the pc board circuitry. Extensive damage of the circuit board traces and components are typical of either overvoltage or overcurrent on the components, causing catastrophic failure and the resultant fire/heat damage. The four failures of separate circuitry tends to indicate a cascade failure, where if one section fails, the others fail due to interdependency of operation. Complaint confirmed. (B)(4). No injury reported. Consumer alleges they saw smelled and saw smoke emitting from the unit. The facility replaced the unit. It's unknown if a humidifier was in use which the humidity would produce a mist like vapor. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed as a conservative measure.

Manufacturer narrative:
(B)(4). No injury reported. Consumer alleges they saw smelled and saw smoke emitting from the unit. The facility replaced the unit. It's unknown if a humidifier was in use which the humidity would produce a mist like vapor. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed as a conservative measure.